Event description:
Customer reported that the teeth will not align when an attempt is made to secure the teeth shut. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Results: inspection of the returned product revealed the pt access panel side zipper slider body is open. Also the top ridge slider body is open, a slider and a leg pull tab are missing. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Never use the bed if the zipper pull-tab is missing or broken. (B)(4).